Manufacturer narrative:
Upon investigation of the actual device used in this incident it was determined that the drawer was not closing. The field service engineer performed preventative maintenance to resolve. The contact information was kept blank due to the reported issues that were found by the field service engineer while on site. The system functioned as intended after the field service engineer troubleshooted the device.

Event description:
It was reported when using the bd pyxis medstation es system drawer was not closed. The customer added that this malfunction caused a delay in retrieving medication to patient. However, there were no adverse events or injuries reported based on this event.